Manufacturer narrative:
(B)(4). Report source: foreign country - (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeons were not able to insert a screw during the closing of the cranium. The screw was unable to be "gripped". No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Product identity confirmed via the photographs provided. Review of the photographs provided show that the screw is in good overall condition. There does not appear to be any significant damage to the screw tip and threads in the photo of the screw profile. In the photo of the screw head, there is some damage seen to the cross-drive. However, functional testing and inspections could not be performed due to the product not being returned. For these reasons, the complaint cannot be verified. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. It is possible that the wrong blade was used to load the screw. The instructions for use (IFU) for this product has the following information regarding bone screws: bone screws1. The screwdriver, which has been designed, for a particular system of screws must always be used to be sure that proper screwdriver/screw head connection is achieved.2. Incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver.there are no indications of manufacturing defects. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.